Manufacturer narrative:
Date sent to the FDA: 11/16/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/2/2022.

Event description:
It was reported by an attorney that the patient underwent bilateral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and right inguinal hernia repair surgery during which the surgeon noted there was a firm mass which involved the mesh encircling the cord structures beginning at the internal ring extending distally through the right groin. Tedious dissection freed up the surrounding mesh and cord structures. The mesh however, was completely around the cord structures and densely adherent to them. Further dissection to try to remove mesh from cord structures appeared that it would compromise the blood supply to the right testicle. An orchiectomy was necessary. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.